Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set occlusion at site event on 17-jun-2024 after 3 hours of insertion. Insertion site was abdomen. Customer regularly rotate site location. Customer confirm the introducer needle was ahead of the cannula prior to insertion. No further information available.